Event description:
It was reported that the customer had wasted 3 quick sets because they could not get the insulin through the tubing. Customer could not get the air bubbles out and insulin was shooting out of the needle up to the top of the ceiling. Customer stated that she already threw them away. Troubleshooting was performed but the customer does not want to change the reservoir or waste any insulin. Customer also mentioned that she had a skin irritation. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Replacements for infusion sets and reservoirs will be sent. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-95893.